Event description:
It was reported that there was a separation between the female connector and main body of a minicap extended life pd transfer set. It was further described as "the dark blue screwing part that can connect with the patient line was twisting opposite the light blue part". This occurred during use of the device for peritoneal dialysis therapy. The transfer was replaced to resolve the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The event occurred on an unspecified date in (B)(6) 2022. Initial reporter address: (B)(6). Initial reporter postal code: (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: it was further clarified the event was observed immediately after the device was installed. H10: the device was received for evaluation. A visual inspection with the naked eye noted the female connector separated from the main body. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the condition was related to inadequate solvent application to the set during the manufacturing process. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.